Manufacturer narrative:
H11: h2: additional information in b5.

Event description:
It was reported that during the process of ligament reconstruction surgery, when using the super multivac wand to mark the positioning point of the tibial bone tract, there was no problem with the first shot, but the firepower was greater than each time. After the second shot, it was found that it could not work, and it was immediately removed from the patient's joint cavity. After examination, it was found that the electrode's head was broken, but the disconnected part did not remain in the patient's body, it was removed with tweezers. The procedure was completed with a back up device. There was a delay of less than 30 minutes. No further complications were reported.

Event description:
It was reported that during the process of ligament reconstruction surgery, when using the super multivac wand to mark the positioning point of the tibial bone tract, there was no problem with the first shot, but the firepower was greater than each time. After the second shot, it was found that it could not work, and it was immediately removed from the patient's joint cavity. After examination, it was found that the electrode's head was broken, but the disconnected part did not remain in the patient's body. The procedure was completed with a back up device. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection revealed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tips spacer and electrode are completely broken off the tip of the shaft. The device was not plugged in due to its damage. The resistance measured at 0.91 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (1) hitting the device tip against a hard surface. 2) using the device as a lever to enlarge surgical site. 3) mechanical displacement of tissue through applied force. 4) activating the device above recommended settings for prolonged periods of time). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.